Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that oversensing of noise lead to inhibition of pacing was observed on the right ventricular (rv) lead. The patient experienced discomfort due to the inhibition of pacing. Abbott technical support was contacted and confirmed the event. The event was resolved by capping and replacing the rv lead. The patient was stable and will continue to be monitored. There were no adverse consequences.